Event description:
It was reported that severe resistance was encountered when the stent delivery system reached the 90% stenosed lesion in the basilar artery and the stent could not be deployed so it was removed. When the stent delivery system was removed from the patient, it was noted that the stent was partially deployed. There were no reported clinical consequences to the patient and the current patient condition is fine.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the outer body catheter was kinked and compressed. The inner body catheter was inside the outer body catheter, and the stent was partially protruding through the distal end of the outer body catheter. Friction was noted when moving the inner body in the outer body, likely due to the observed anomalies; however, the stent was able to be fully deployed. No anomalies were noted with the inner body catheter, stent and rotating hemostatic valve (rhv). Review and analysis of available information was unable to determine the most probable cause for the reported event.

Event description:
It was reported that severe resistance was encountered when the stent delivery system reached the 90% stenosed lesion in the basilar artery and the stent could not be deployed so it was removed. When the stent delivery system was removed from the patient, it was noted that the stent was partially deployed. There were no reported clinical consequences to the patient and the current patient condition is fine.